Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer had 2 reservoirs that were leaking while he was filling them. Caller stated that insulin was running down the side. Customer discarded them but the third reservoir was fine. Customer's blood glucose was over 600 mg/dl. Caller stated that the customer had been sick with a virus. Caller stated that the customer has had low blood glucose and migraines. Caller mentioned that the customer had necrosis and has problems with inserting the infusion set in well. Caller stated that they fill the reservoir and try to push it in the air really hard. Caller stated that when they do get the insulin in, they start noticing the leaking. Caller was advised to equalize the air pressure with the needle guard after filling the reservoir. Caller understood.